Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for completion of return to stock recertification. There was no patient involvement, and no harm or injury reported. On device evaluation, the device failed repair testing for oxygen low flow. The device was returned to the technician for additional evaluation. If additional information is received, a follow-up report will be filed.